Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) needed to undergo a scan. When the patient was being prepared, crosstalk in the right ventricular (rv) channel was noted. Technical services (ts) was contacted and recommended follow up. This ICD remains in service. No adverse patient effects were reported.